Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead exhibited failure to capture. A chest x-ray was performed and confirmed the lead dislodgement. The lead was explanted and replaced to a posterior/ mid lateral branch and secured. The patient was stable.